Manufacturer narrative:
X-ray review: pre-op and post revision x-ray provided for long segment thoracic sacral fixation for l2 compression fracture show l4-5 rod fracture. There was failure of fusion at this level by report. It is unclear why a long segment fixation was revealed for an l2 compression fracture, but failure at l4-5 is likely if bony fusion does not occur. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: rod breakage initial surgery procedure: rod implantation levels implanted: (B)(4). It was reported that on an unknown date, post-op, the implanted rod broke at right side between l4/5. Rod broke because of pseudoarthrosis. Revision surgery was performed to replace the rod and for reinforcement. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.